Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damage to the device. The coyote was inflated to the rated burst pressure of 14 atmospheres. Pressure was maintained and no leaks were noted. Inspection of the remainder of the device showed no signs of additional damage to the device. E1-initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was performed three times at below rated burst pressure (rbp) for 30 seconds to 1 minute. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was performed three times at below rated burst pressure (rbp) for 30 seconds to 1 minute. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.